Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.